Event description:
On (B)(6) 2012 dealer emailed credit request. Heraeus responded with request of complainant/user info to follow-up on complaint details. Spoke to dental assistant at (B)(6). She said that the clamp broke within a few weeks of receiving. She said that she marked the new ones before using them and that is how she knew it was a new clamp. She said that the clamp was on the tooth (of an unspecified pt) when it broke. She said it shot across the room, but they did find both pieces. She said that they always have eye protection on the pts, so no one was injured when this happened.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of an abundance of caution to be compliant with 21 cfr part 803. Results: the clamp has a use life of one year from date of purchase. The clamp was manufactured 06/2005 and was well beyond it's use life expiration. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Conclusion: the complaint is invalid. Misuse and manipulation of the clamp with a tool, and/or damage to the clamp by other dental tools, has subsequently led to breakage of the clamp. The clamp is past it's 1 year warranty and expiration of use life. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.